Manufacturer narrative:
Investigation of this report is currently in progress. The customer stated that the sample associated to this report is not available for investigation.

Event description:
On 11/28/2006, nellcor received a report where it was claimed that a patient developed tracheal fistula while the device was in use. On 12/08/2006, nellcor clinical specialist spoke to the physician who stated that "the area of breakdown was high in the airway" which was visualized on a endoscopy. This report is associated to the second occurrence on 2936999-2006-00932.